Event description:
During routine testing, it was reported that the assembly air bubble detector pod for the system 1 malfunctioned. At this time, it is not known what type of malfunction occurred. Since the event occurred during routine testing, there was no pt involvement. Add'l info has been requested, however, no other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval is progress, but not yet concluded.